Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'close door alert' which was not reproduced. A review of the event history log identified 'shut door - power off' messages. The reported condition was verified. The cause was determined to be the out of adjustment latch switches. The upper and lower latch switch were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the determined cause will only result in a delay of therapy.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a close door alert. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.